Event description:
A malfunction alarm, identified as malf 9, was reported by the customer. The issue's impact on the customer's blood glucose level was unknown as the customer declined to provide specific details. The technical support team assisted the customer by providing information to reset the pump, which successfully resolved the issue. There was no recurrence of the malfunction code after the reset, and the customer was advised to contact support again if the issue reappeared.